Event description:
The ventilator was set up on pt upon arrival. Two and a half hours later, the ventilator abruptly stopped ventilating the patient and gave a message under the "mode" section: "disconnect." Nurse was present at bedside and confirmed neither the pt nor circuit became disconnected. The nurse had to manually bag pt. We put the ventilator in ovt self-test and it failed twice.